Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with pain and poor visual acuity in the right eye(od) that was discovered at a post treatment. The patient did not experienced loss of best corrected visual acuity (bcva). The patient¿s chief complaints were of pain and blurred vision. The patient commented that was fine for a couple of weeks and a week ago had light sensitivity on the right eye and was uncomfortable. The patient reported the symptoms are not interfering with daily activities. The patient was referred to an outside doctor as was diagnosed with herpetic infection and therapy had started. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.50 x -3.50 x 96, left eye pre-op 20/20 -2.75 x -1.00 x 106.